Manufacturer narrative:
E1, initial reporter address (B)(6).

Event description:
It was reported that a balloon rupture occurred while inflating. A 3.50 mm x 30.00 mm agent dcb balloon was selected for the procedure, during the procedure, while inflating the balloon to the nominal, the balloon ruptured. There is no information about the patient outcome after the event.